Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen buttons were delayed in responding to presses. Additionally, it was reported that the continuous glucose monitor graph (cgm) on the display screen ¿got larger¿ without interaction, and that the display screen would ¿randomly go to a screen¿ without interaction. Customer¿s blood glucose level was 335 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended.